Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked when the patient leaned over a counter, after which the device remained functional but was perceived as not working as well and was no longer watertight. Symptoms included no adverse effects to blood glucose. Outcomes included the need for device replacement and return of the original device. Investigation included customer interview, device replacement logistics, and advisement to back up therapy as needed. Investigation of this device revealed physical damage to the touchscreen consistent with user-induced damage, with diminished environmental sealing and uncertain functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.